Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The part number and lot number are unknown; therefore the device history records are unable to be reviewed. No pictures or x-rays were provided, therefore the complaint is unable to be confirmed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported one or more screws were identified during a follow up visit as not being completely locked down. The surgeon will not perform a revision as the patient has completely healed.